Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an surgical procedure of the eye on (B)(6) 2012 and suture was used. While the surgeon was closing the incision site, it was discovered that the tip of the needle was missing. The surgeon looking for the needle tip using a magnetic strip but could not find it. A CT scan was performed to see if the needle tip was left in the patient. No intra-ocular foreign body was seen. It was reported that the needle piece was left inside the patient&apos;s body. Additional information was requested.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.